Manufacturer narrative:
(B) (4).

Event description:
The patient had relief for about two years following implant. He then required increasing doses of baclofen. It was decided to replace the pump. During replacement, it was discovered that the catheter was dislodged. The catheter was also replaced. It was noted that there was a lot of scar tissue around the pump and catheter. The patient was admitted to hospital; the outcome is unknown. Further information is being requested from the hcp.